Manufacturer narrative:
The device was not returned for eval. No device malfunction is associated with this event. The pt symptoms occurred after a clarivein procedure, but there is no evidence of dvt in the treated leg. Doppler exam of the leg post procedure was normal. The CT scan of the lung shows multiple small pulmonary emboli in the lungs but no finding in the treated leg. The clot could have come from the clarivein procedure. However, the evidence is non specific and the source of the pulmonary embolism is unk.

Event description:
The pt underwent a left clarivein procedure on (B) (6) 2010, (aasv and gsv). Three days after the procedure ((B) (6) 2010), the pt developed shortness of breath (sob), left-sided pain on inspiration, difficulty with walking due to sob, marked fatigue. Also reports having discomfort in her left chest which she describes as a sharp pain with discomfort with deep inspiration and is short of breath while climbing stairs. The pt was sent to (B) (6) hospital ER where she was evaluated further and a CT of the lungs was performed. She was treated for pulmonary embolism. The pt prognosis is good. She was released from the hospital.